Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Event: the device was unable to cross. Was there any appearance abnormality before use? Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,). Shaping. Event: the device was unable to cross. Was there any appearance abnormality before use?; no where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); inside the guiding catheter. Shaping; no. Physician comments: patient outcome: no patient injury. Infected: unknown. Generator/controller: yes, able to use the device farastar. Ablation catheter used: yes, able to use the device qdot. Other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and tactile examination of the returned used guide wire was completed, and the following features were observed: this is a 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. The guidewire was returned kinked at approximately 2cm from the distal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A fingerpull test was carried out on both welds, and it was confirmed that the two welds are intact. No other damaged was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user does not exercise care during the insertion of the flexible end of the guidewire into the entry device/catheter" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue", however upon inspection the classification as analysed was determined to be "damaged: kinked". Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.

Event description:
Event: the device was unable to cross. Was there any appearance abnormality before use? Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,). Shaping. Event: the device was unable to cross. Was there any appearance abnormality before use? No. Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); inside the guiding catheter. Shaping; no physician comments: patient outcome: no patient injury infected: unknown generator/controller: yes, able to use the device farastar ablation catheter used: yes, able to use the device qdot other used.